Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Customer reported system has poor resolution resulting in difficulty in visualizing veins.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of inaccurate magnet tracking was unconfirmed. The needle guide placement was seen on the sherlock. The scanner has been evaluated using the multipurpose vessel phantom. The image was found to be normal for a site rite 6 with software 1.1.3 installed. Multiple images were printed out of the EKG and needle tracking of the sherlock. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(6) showed no other similar complaint(s) from this serial number.

Event description:
Customer reported system has poor resolution resulting in difficulty in visualizing veins.